Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04360. The patient received her scs system on (B)(6) 2011, including two leads (with the same lot number). It was reported the patient had fallen backwards and felt a pop; x-ray revealed a lead had disconnected from the ipg. The physician reattached the ipg and the lead on (B)(6) 2011. Due to the patient complaint of a burning sensation at the ipg pocket when the stimulation was on, the physician replaced the ipg on (B)(6) 2011.